Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol cap(B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that when opening the package, prior to patient contact, a metal wire of the basket was broken. Visual examination noted that one of the wires of the formation basket was broken, the other three wires were secured in the cannula. There was no impact to the patient.